Event description:
It was reported that during a lap colectomy, the tissue pad was melted when the device was used on the colon. It seemed that the tip of the tissue pad was missing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damage and melted and small piece was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: did the tissue pad melt? Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?). If yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? When we received the complaint device, the tissue pad, about 2.5mm was missing.